Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 7.9 mmol/l, 13.5 mmol/l, and 6.4 mmol/l. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.